Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
1. Did any trauma or fall take place prior to revision? : no further information is available. 2. Which components were revised? Please list them. : grenospere(13076013/lot# unk). Locking screw(130790030/lot# unk). Locking screw(130790036/lot# unk)x2. Metaglene(140760010/lot# unk).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was total shoulder arthroplasty (mitek) treating extensive rotator cuff tear and osteoarthritis of the shoulder in (B)(6) 2021. The exact date of the surgery is unknown. After the surgery, on unknown date, deltaxtend was dislodged to the glenoid side and the screws broke. The revision surgery is scheduled on (B)(6) 2021. The cause and details of the dislocation and breakage is unknown. Details of this event will be reported after the revision surgery. The glenoid component had decentered, so a revision was performed. No revision of the implant on the humeral side. Products are not returned because they are needed to explain to the patient. The broken screw was one 42mm locking screw. Since removal of the broken screw may cause deterioration of bone quality, it was decided to leave it in the body. Doctor's opinion: the reason is unknown, but it is possible that the screw was broken due to some force.